Event description:
It was reported that during pump removal the catheter broke off and was left implanted. The pump was implanted for seven years. The patient was preparing for an MRI. The drug used in the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).